Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the patient developed complete heart block after the balloon aortic valvuloplasty (bav). The temporary pacer was left in place and a permanent pacemaker (ppm) was implanted one day post later.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with the overall tavr procedure and the use of the transcatheter heart valve. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's underlying heart disease may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.